Event description:
Additional information received reports that the patient's percutaneous leads were removed and replaced with a surgical lead (9771c65). It was decided by the surgeon that the patient's ins should also be replaced at that time; it was replaced with a 97714 (sn: (B)(4)). It was noted that since the surgery, the patient has experienced exceptional coverage and pain relief with no further complications.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported there was a lead issue. The rep reported they were replacing the percutaneous leads with a paddle lead because the patient had less than adequate coverage since implant. The patient had a successful trial, but at implant it had been difficult to place the percutaneous leads in the same position as the trial due to excessive epidural fibrotic tissue and therefore, coverage was not as good as the trial. The patient was getting pain relief but it was "different" than with the trial. It was noted the issue had been ongoing and the patient had been reprogrammed several times. Since the patient needed continuous mris, they had been waiting to replace the leads with the paddle lead. The revision had not yet occurred, but was scheduled for later on the day of the report, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.